Event description:
The jetstream catheter was used to treat a short calcified lesion in the sfa. The catheter would not easily advance over the guidewire and at times felt as though the catheter was sticking to the guidewire. During one of the treatment passes the guidewire was pulled back into the device about 120 cm. The device and guidewire were withdrawn from the patient by the physician. A new guidewire was tried with the same catheter and similar issues were encountered. The physician removed the catheter from the patient and replaced it with a new jetstream device retaining the same guidewire. The case was completed. The patient experienced poor distal runoff due to embolization and/or vessel spasm. A 5f vertebral catheter and nitroglycerin were used to treat the emboli and vessel spasm. The patient was discharged home with no further complications.

Manufacturer narrative:
The jetstream catheter has not been returned to the manufacturer for evaluation as of this date. However, the user facility has agreed to return the device to pathway medical for analysis in the next few weeks. The results of the investigation will be forwarded to the FDA in a supplemental report.